Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4). This report was mailed to FDA on 05/09/2014. (B)(4).

Event description:
An ophthalmic tech reported "poor chamber stability" in quadrant settings during a cataract extraction with intraocular lens implant procedure. It was noted that at one time during the procedure the chamber had gone completely flat, however, there was no harm to the pt. Surgery was completed. Svc has been requested for the system. Add'l info has been requested, but none has been received to date.